Event description:
During a ptca/directional coronary atherectomy treatment procedure involving a 90% restenosis of a previously placed stent in the proximal portion of the rca, the quantum maverick monorail balloon lost pressure at 18 atm's when initially inflated in the middle to proximal portion of the stent. The patient was asymptomatic during this event. The maverick monorail balloon was removed and replaced with a maxxum 4.5/20mm catheter to successfully complete the procedure. A 7f terumo introducer sheath, a balance guidewire (size unknown), an 8f zuma2 sal 1.0 guide catheter and a baxter inflation device were also used in this case. Patient status is reported as 'good'.